Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest (ventricular fibrillation (vf)) and bradycardia arrest. It was also reported that the right ventricular (rv) lead exhibited undersensing and no capture. The patient was externally defibrillated. The rv lead remains in use. No further patient complications have been reported as a result of this event.